Event description:
It was reported that hypotension, thrombosis, vessel occlusion and ventricular fibrilation occurred. The native aortic annulus was severely calcified. A sentinel cerebral protection system was placed and a 27mm lotus edge valve was advanced to the aortic annulus and positioned. A slightly higher position was desired so a partial resheath was performed. The lotus edge valve was then redeployed and prior to locking, the patient's aortic pressure dropped significantly. The valve appeared to be in a position where the leaflets were functioning. An angiogram was performed to look for coronary obstruction. Upon contrast injection, the left main (lm) artery was totally occluded. It didn't appear that the lotus edge valve braid frame was obstructing the lm. Cardiopulminary resuscitation was started immediately. The lotus edge valve was immediately resheathed and removed, as was the sentinel cerebral protection system. A guide catheter and guidewire were positioned in the circumflex and left anterior descending (lad). There appeared to be a large thrombus burden in the lm. Multiple balloon inflations were conducted and several non-bsc stents were placed. The patient was more stable. There was persistent clot in the lm/proximal lad which were ballooned multiple times. The physician upsized the left groin sheath to a non-bsc sheath and placed a 26mm non-bsc prosthetic aortic valve. The non-bsc valve deployment triggered another round of ventricular fibrilation and defribrillation. The non-bsc valve also seemed to impinge the lm. Multiple balloon inflations were performed again and an additional stent was deployed. After the final stent the patient seemed to be more stable. Circulatory support was weaned down and then off. The patient spent the night intubated in the intensive care unit. The next morning the patient was extubated, coherent, and talking.